Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in stent restenosed (isr) target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 10/3.50 flextome cutting balloon was selected to be used. During procedure inside patient, it was noted that the balloon ruptured on the first inflation at 6 atm. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.